Event description:
Information received indicates one of the head siderails will not latch.

Manufacturer narrative:
The hill-rom technician found the left head siderail had a broken cover and hardware was missing (erring and screw). The technician replaced the cover and hardware to repair the bed.